Manufacturer narrative:
(B)(4). Medwatch report mw5080262. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during foley catheter insertion the retention balloon was inflated and burst. All parts of the balloon appeared intact. A new foley was placed in the patient without incident.

Manufacturer narrative:
Qn#(B)(4). DHR review cannot be conducted because of no information on catalogue number received for this complaint. According to the complaint description, it looks like the catheter had leaked during use on patient. There are many possible reasons that can cause leak catheter. But, without information receive on catalog number and there is no sample received, we could not identify what type of material was used to make the catheter. Different type of materials used to make catheters will have different properties and performance. Complaint trend review cannot be conducted without catalog number. Due to limited information received from complainant, investigation cannot be done to further understand the complaint. Therefore , complaint was not confirmed.

Event description:
It was reported that during foley catheter insertion the retention balloon was inflated and burst. All parts of the balloon appeared intact. A new foley was placed in the patient without incident.